Manufacturer narrative:
Additional information: d10 : the reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that external insulation abrasion breaching the optim sheath was noted at 15.4-16.4 cm from the connector pin consistent with lead friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06471. It was reported that infection was observed. The cause of the infection was not known. The device system was explanted. The patient was stable.